Event description:
It was reported that this patient received device shocks and was unresponsive. The patient was noted to be in the intensive care unit (ICU). A review of the stored episodes from the patients cardiac resynchronization therapy defibrillator (crt-d) device by boston scientific technical services (ts) indicated a pacemaker-mediated ventricular tachycardia (pmvt) rhythm. Ts explained that the device sensed the rhythm appropriately, but the rates of the vt were below the device programmed vt zone of 185 beats per minute most of the time. Anti-tachycardia pacing (atp) therapy and a shock was provided by the crt-d device, and the shock converted the arrhythmia. The device remains in-service. No additional adverse patient effects were reported.